Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. However, an explant is scheduled. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that zxr00 20.0 diopter intraocular lens (iol) is planned to be explanted from a female patient's left eye due the patient experiencing rings of glare from all lights and while driving in the morning and at night. Through follow-up it was confirmed that the patient was complaining of amplified rings of glare and they cannot drive. They also have the issue in gym lights and they say their vision was better with the cataract. The patient's general vision is 20/25, but it is 20/50 when reading. Their vision is worse in their left eye and the doctor is anticipating a lens exchange with a model za9003. It is also noted that the patient has a weak capsular bag. Furthermore, the physician is not anticipating exchanging the lens in the right eye at this time. Patient's visual acuity: pre op best corrected visual acuity: od 20/20 glare 20/50; os 20/20 glare 20/50. Post op visual acuity uncorrected: od 20/25 - os 20/40. Post op visual acuity corrected: od 20/20 - os 20/20. No further information was provided. This report captures the event for the iol in the left eye.

Manufacturer narrative:
Additional information was provided. It was learned the lens was explanted on (B)(6) 2017 and was replaced with a model z9002 20.5 diopter intraocular lens. Explant date: has now been updated with the explant date (B)(6) 2017. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product testing could not be performed because the device was not returned. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.